Event description:
Disassembly failure of the implant hinge. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Disassembly failure of the implant hinge.